Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 13:56:27. During night drain cycle one, the patient's ultrafiltration reading was 124ml, indicating the home patient (hp) drained 124ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. There was no assignable cause determined for the iipv found in the logs. If any additional information is received, a follow-up will be sent.